Event description:
It was reported by the customer that a pyxis medstation es system fridge unable to recover. The customer reported that users were unable to remove medications from fridge. There was no delay in patient care as the user was able to obtain the medications from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge unable to recover. Field service engineer found that there was no problem detected in the device. The system functioned as intended after the field service engineer serviced the device.